Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's parent that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod. When removed from the infusion site, the pod's cannula was found to be dislodged.